Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump powered on with no display. The pump did not remain powered on. Evaluation revealed that the battery compartment had a large crack. There was corrosion observed in the battery compartment. The battery cap threads were found to be stripped and the cap was not able to be used for testing. Using a test cap, when the pump was powered on and the test cap would not fully tighten and the pump did not maintain power. During testing, the pump failed the leak test due to the battery compartment crack. The pump was opened and corrosion was observed on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that battery compartment was cracked and the battery cap had stripped threads. A leak was found in the battery compartment and corrosion was found in the battery compartment and on internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.